Manufacturer narrative:
It was discovered that on 11/17/2020, "health professional? No" was erroneously submitted in initial report. Correction: "health professional? Is yes". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on 11/24/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and multiples symptoms of generalized illness. Upon the visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two 325cc mentor memorygel breast implants experienced left sided rupture, vertigo, extreme vision loss, brain fog, insomnia, migraines, left sided chest pain, contractual gas pain at night, fatigue, joint pain, pinching pain going up head and memory loss post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.